Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet with glucose reaching 270 mg/dl while using a teflon infusion set with 23-inch tubing; after initial troubleshooting and resuming delivery, the alerts persisted and were resolved after a supply change, and the event was associated with an obstruction of insulin flow involving the connector/coupler component. Customer care provided support that included troubleshooting with the user remotely. Investigation of this case revealed an obstruction of flow consistent with a deformation problem affecting the connector/coupler, aligning with the reported occlusions. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.